Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. The lead also exhibited loss of capture, high capture thresholds and high pacing impedance. This lead remains in service. No additional adverse patient effects.